Event description:
The implantable neurostimulator pocket became infected after implant. The hcp planned to treat the patient with antibiotics. No device explant was planned at this time. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.